Manufacturer narrative:
Hamilton medical ag: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Report contains also the investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device alarmed with "panel connection lost" on the day of the event. It is important to emphasize that no harm to the patient was reported. The ¿panel connection lost¿ alarm indicates an interruption in communication between the interaction panel and the ventilation unit. A defective embedded system module of the interaction panel (ip esm) was identified and replaced. Following the replacement, the device functioned as intended. Hamilton medical ag considers this case closed

Event description:
Hamilton medical ag received the following event description: during ventilation the device alarmed with panel connection lost. No health consequences or impact.